Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2021-08057). It was reported boston scientific corporation that a advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2021. During preparation, when the guidewire was tried to put through the advanix pancreatic stent, the stent became kinked. It was reported that this happened with two advanix pancreatic stent. The procedure was successfully completed with another advanix pancreatic stent. The patient's condition at the conclusion of the procedure was reported to be as "no patient complications".